Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: corrected: d9, h3. A visual and functional assessment was performed on the device. The following steps failed: visual assessment. Cable assessment. No short circuit between phases and connector body. No short circuit between hall sensors and connector body. No short circuit between 5vdc line and connector body . No short circuit between sensor gnd and connector body . During service/repair the following was observed (technician note): pre-internal comment: ng (failure), not reproducible, hose damaged, connector loose, cap wire frayed, leakage evaluation ng (failed). Post-internal comment: ok. Action taken: hose replacement, cutting-bar gripping part replacement, motor replacement, motor flex replacement, housing replacement, bearing replacement, internal parts replacement, consumable parts replacement. During the service evaluation the following failures were identified: functional : loose . Visual : breaded stainless steel wire tether damage/came off . Visual : cord damaged. Internal finding : damaged flex circuit. Conclusion: failure reported is not confirmed . Root cause: faulty parts (3210). Action: repair.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was displaying an e6 error code (overheat warning) and the device did not work, even when the foot switch was pressed. It was not reported if the device was used in a surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.